Event description:
Report received of an independent change of the volume to be infused (vtbi) the device was returned to the biomedical engineering department with an unspecified complaint. No tracking information was provided; therefore specific patient information, pump programming or event details were not available. During testing by the user facility, after the control knob was turned to the set vtb1 position, the displayed vtb1 for the secondary line independently increased by increments of 5 ml until 9995ml was displayed. Reportedly, the device sounded a constant audible alarm tone when the control knob was placed in the set vtb1 position. There were no reports of any adverse patient events while the device was in clinical use.